Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the reported inability to release the instrument from tissue. Corrected information can be found the following field: b1. B1 updated from "adverse event" to "adverse event and product problem". Updated information can be found in the following fields: g3, g6, h2, h6, and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
If additional information is obtained, a follow-up MDR will be submitted. Isi received the stapler 30 curved tip instrument along with two of the 6 green stapler 30 reloads involved with this reported incident: failure analysis confirmed the customer reported issue with the two reloads. There is no indication of a malfunction of the devices involved with the incident. Although the investigation confirmed the customer issues, the investigation has shown that the issues were likely related to mishandling of the stapler and reloads. The stapler, when analyzed, showed no mechanical issues when tested in house. Please see the individual failure analysis investigations below for more information. Isi received the stapler 30 curved tip instrument involved with this reported incident: the instrument was tested in-house. The instrument initialized, clamped, fired, and unclamped successfully. Additional information not reported by site: the instrument was found to have repeated clamping failures based on log review, but was not replicated in-house. The shim test was performed and the instrument passed on all orientations (straight, pitch, yaw). Upon visual inspection, the instrument was found to have a loose staple lodged in the jaws at dlu pins. The staple was removed successfully. The lodged staple would not indicate the cause of the partial firing event, which typically occurs when tissue is too thick for the reload selection or the system detects an obstruction in the path of the stapler blade. No other physical damage was found. Isi received two of the 6 the green stapler 30 reloads involved with this complaint and completed the device evaluation: 1st green stapler 30 reload: failure analysis confirmed the customer reported issue. Visual inspection revealed the reload had a knife exposed within the knife track. The reload was found to have a partial fire based on log review and during in-house testing. The reload was disassembled in-house for inspection and the cartridge was found to be damaged at the midsection when the reload misfired. There was no blade damage and no leadscrew damage observed. 2nd green stapler 30 reload: failure analysis investigations confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a partial fire based on log review and during in-house testing. The reload was disassembled in-house for inspection and found the cartridge to be damaged by the rectangular washer at the end of the leadscrew nut and at the midsection of the cartridge (misfire location). The blade was observed to have mechanical indentations and the blade appeared to be broken (cracked), causing the swaged pin on the knife spine to dislodge. Although it appears that the blade was broken, causing the pin to dislodge there was no risk for fragments, since the pin cannot fall out after it is assembled into the reload. The failures were indicative of high firing loads. It is possible that the high loads can open an existing crack on a knife that was previously functional. Visual inspection indicates that the pin to knife mating surface is unaffected. It's likely that the crack opened up during the same event that gouged the knife cutting edge and deformed the leadscrew washer wall. Based on damage exhibited on knife cutting edge, knife pin area, rectangular washer, and cartridge, evidence suggests high firing loads may have been caused by misuse, such as firing across a hard object or obstruction. System log: a review of the system logs have been performed. The stapler 30 curved tip instrument (part number: 470530-06, lot t10190128-0036) was the third of 3 stapler instruments used in the case. Logs show that this stapler fired 8 reloads (3 white followed by 5 green). First 6 firings were completed, but the last 2 firings on green resulted in partial fires (41% and 49% completion). There were incomplete clamps on both installs that resulted in partial fires. None of the white firings had incomplete clamps. Also, there are no unclamp failures for this instrument and no errors indicating the system detecting stapler release key use. There were no observed events in the system logs that explains why the jaws would be stuck and the user would have to cut around the stapler jaws. There is no video recording of the procedure; however, there are photographic images. Isi has yet to receive the photographic images for review. This record is being reported because the surgeon converted the procedure to an open surgical procedure to address the stapler partial fire issue, since there was no room in the surgical cavity to use another stapler to release the stuck stapler. Although there is no indication that the patient was impacted by the event or the conversion to an open procedure, the conversion to an open procedure may prolong recovery times. Failure analysis confirmed there is no product issue with the stapler 30 curved tip instrument. However, the damage exhibited on knife cutting edge, knife pin area, rectangular washer, and cartridge, evidence suggests high firing loads may have been caused by misuse, such as firing across a hard object or obstruction. Follow-up was attempted, but the patient information was either unknown, unavailable, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon allegedly experienced a stapler firing issue during the last fire, the instrument would not release the tissue, and was stuck onto the tissue. As a result, the procedure was converted to an open surgical procedure. On 11-sept-2020, intuitive surgical, inc. (Isi) contacted the site¿s operating room (or) manager and obtained the following additional information regarding the reported event: it was reported that the curved tip stapler 30 instrument fired on unspecified lung tissue with a green stapler 30 reload installed on it. However, the ¿stapler did not release the load properly, as in the load was jammed and wouldn¿t deploy the staple load.¿ the procedure was converted to an open surgical procedure since the surgeon could not get another robotic stapler into the surgical work space. After the conversion, the surgeon stapled around the curved tip stapler instrument with an unspecified stapler instrument and resected the tissue. The site stated the following: there was no additional tissue resected than intended, the tissue was not thick, the normal amount of procedural bleeding occurred, and the patient is reported to be recovering well. There is no video recording of the procedure; however, there are photographic images. Isi has yet to receive the photographic images for review.